Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in a 90% stenosed, mildly calcified, right internal carotid artery with one rx acculink stent. Post procedure, the patient was initially thought to have hyperperfusion syndrome based on decreased sensory, nausea and dizziness. The symptoms resolved and the patient was discharged home on (B)(6) 2012. On (B)(6) 2012, the patient returned to the hospital with left hemiparesis and a severe headache. Computed tomography angiography and magnetic resonance imaging revealed a cerebrovascular accident. The neurologist felt that the patient experienced a peri-procedural stroke instead of the hyperperfusion syndrome. The patient was started on heparin and simvastatin. The patient's condition is continuing but is improved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and headache are known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.